Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence after the device working as expected for a period of time. A cystoscopy was performed and no sign of urethral damage was noted; the physician determined that the existing cuff size was not coaptating properly to the urethra but believed that the cuff was properly sized and placed within the urethra at implant. The entire aus was removed and replaced, the cuff was downsized. There were no patient complications reported.